Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15314. The patient reported experienced a loss of stimulation as well as auto-reducing. The sjm representative met with the patient and confirmed the issue. X-rays were taken and revealed lead migration. Reprogramming was unable to provide the patient with effective stimulation. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.